Event description:
Globus medical, inc. Received on (B)(6) 2014, a medwatch 3500a form notification from a hospital facility that a drill bit tip broke off in the bone of the pt. The bit was retrieved, and fluoroscopy confirmed no pieces were left in the pt. The surgery took place (B)(6) 2014 and was a anterior lumbar interbody fusion l5-s1.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough review could not be conducted as the lot number was not provided. It is possible this incident may have occurred due to an off trajectory of the instrument. However, since the instrument was discarded by the hospital, no eval could be conducted, and the exact cause of breakage cannot be ascertained. A review of complaints identified no similar complaints for this part number.